Event description:
Reportable based on device analysis completed on 02 may 2024. It was reported that visualization issues occurred. The 80% stenosed 15mm x 2.50mm target lesion was located in the right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was kinked, the imaging core was coiled and the imaging window was detached but was not returned for analysis. Impedance test shows an electrical open proximal end of the catheter between 130-140 cm from the distal housing.